Event description:
Complainant alleged that during a routine shift check by a clinician, a battery is unable to be seated to power the device on. Complainant indicated that there was no pt involvement in the reported malfunction.

Manufacturer narrative:
The device was returned to zoll medical corp; the malfunction was duplicated and attributed to warped housing. The housing was replaced to resolve the malfunction. The type of damage is consistent with an overheated battery. It is important to note that the event battery was not returned for eval as part of this investigation. Analysis for reports of this type has not identified an increase in trend.